Event description:
The customer stated that one patient sample generated a false positive result for the architect troponin assay. A result of 0.143 ng/ml was not repeated and was considered positive compared to the customer's cut-off point of 0.032 ng/ml. No impact to patient management was reported.

Manufacturer narrative:
(B)(4) - (test result); (no consequences or impact to patient ); (false positive result). Product evaluation is in process and the results will be submitted in a follow-up report.

Manufacturer narrative:
Product evaluation was conducted to investigate this issue. A twelve-month review for similar complaints was completed with no adverse trend identified related to the product in question. The data provided by the customer was also reviewed and the information contained within the attachments was consistent with the complaint text and no additional issues were identified. The accuracy protocol testing performed using this product lot was reviewed and indicated that this product met acceptance criteria. Based on the evaluation results, no product deficiency was identified related to the alleged malfunction reported by the customer. However, the customer was referred to the assay package insert for specimen collection and preparation.